Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and no longer able to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. Additionally, it was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different wall adapter. There was no reported impact to the customer's blood glucose level.